Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2026 by the operating physician, "the spring wire guide (swg) guidewire was easily bent during insertion, damaging the tip of the dilator. I was able to "shave" the dilator and proceed with insertion and was able to advance the guidewire. However, it bent twice (once near the same spot) while I was trying to remove the guidewire through the catheter, which resulted in opening a second kit. I used the second dilator to hold the skin tract open, advanced the second guidewire into the vessel, and delivered the catheter over the second guidewire.". There was no report of patient injury. The procedure was completed without reported complication.